Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in an 83-year-old female patient with a past medical history of coronary artery disease (cad). The patient presented in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. During the procedure, the physician inserted the pump too deep, in a small fragile ventricle. Upon reassessment, it appeared that the pump was advanced too far and caused a left ventricle (lv) perforation. The patient expired on support in the procedure room. Cardiac injury (including ventricular perforation) is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Device in wrong position: the cause of the device in wrong position was most likely use issue related since the provider inserted the pump too deep into the small fragile ventricle. Cardiac perforation/ patient device interaction problem: the cause of the device in wrong position was most likely use issue related since the provider inserted and advanced the pump too deep into the small fragile ventricle which led to lv perforation.